Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the bottom side chassis, front panel chassis and top cover were rusted. The front panel mouth was damaged, a worn-out socket slider switch caused intermittent use of high intensity mode, and a bad scope socket was also found. A non- olympus lamp life meter was reading at 400+hours, light output measured within range. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a diagnostic esophagogastroduodenoscopy (egd) procedure, the front panel buttons were not working when customer proceeded to white balance the scope. The staff were able to complete the white balance on the evis exera ii xenon light source before they had to switch and complete the procedure using a similar device. There was a 15-minute delay reported. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.